Event description:
It was reported to philips that the system shut down during a procedure and was unable to boot up on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
No troubleshooting was performed, and the root cause remains unconfirmed. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).